Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead was found to have a loss of capture. There was no asystole. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead was found to have a loss of capture. There was no asystole. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that this lead was returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts in the outer insulation were noted and were consistent with explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.